Event description:
It was reported that during a stent procedure, the stent was taken up to 8 atmospheres, as desired; however, upon deflation the balloon would not deflate. There was blood noted in the inflation device. The balloon did not deflate and the devices were removed as a single unit. Reportedly, there was no patient injury.